Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient was pre-operatively diagnosed with lumbar generative disk disease at l3-4 and underwent the following procedures: posterior lateral arthrodesis using locally harvested bone graft, bone morphogenic protein, and compression resistant matrix at l3-l4. Posterior non-segmental pedicle screw instrumentation at l3-l4. Lumbar decompression at l3-4 to decompress the l3 nerve root. Lumbar decompression at l3-4 to decompress the l4 nerve root. Use of locally harvested morselized bone graft for lumbar fusion. As per op-notes,¿ a posterior lateral arthrodesis was completed using compression resistant matrix, locally harvested bone graft which had been morselized, and bmp-soaked sponge. This was done spanning the transverse process of l3 to l4.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.